Manufacturer narrative:
Literature citation: bao j, khazen o, olmsted zt, et al. Treatment strategies for generator pocket pain. Pain med. 2021. 10.1093/pm/pnab007. Literature abstract: generator site pain is a relatively common phenomenon in patients undergoing spinal cord stimulation (scs) that complicates management and effective pain relief. This pain may be managed conservatively, with repositioning of the battery and in some cases with explant. Here the authors explored their experience with management of generator site pain (pocket pain) in a large single-center study. The authors found that in their experience, pocket pain was inadequately managed with conservative treatments. Being female and having scs filed under wc increased risk of pocket pain. Future work will explore the nuances in device placement based on body shape and manual activity responsibilities. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Please note that the devices involved in the article's sample group included, as per the authors, "the four currently us FDA approved systems (abbott/st. Jude, boston scientific, medtronic, nevro)." As such, it is unknown at this time, which, if any of the reported events pertained to which of the manufacturer's devices. Additional clarification has been sought from the article's authors at this time. Concomitant medical products: product ID neu_ins_stimulator lot# unknown serial# implanted: explanted: product type implantable neurostimulator. Information references the main component of the system from the first event; other applicable components are: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: asku, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Reported events: 2 patients experienced pocket site pain with additional local pathology such as seroma and ependymoma leading to the pain. The patients ultimately required a revision or explant surgery as a result of the issue. 3 patients experienced pocket site pain associated with weight loss. The patients ultimately required a revision or explant surgery as a result of the issue. 2 patients experienced pocket site pain associated with battery contact with ribs. The patients ultimately required a revision or explant surgery as a result of the issue. 8 patients experienced pocket site pain associated with trauma to the battery site. The patients ultimately required a revision or explant surgery as a result of the issue. 8 patients experienced pocket site pain associated with rotation of generator. The patients ultimately required a revision or explant surgery as a result of the issue. 3 patients experienced pocket site pain associated with waistbands from clothes contacting the battery site. The patients ultimately required a revision or explant surgery as a result of the issue. 3 patients experienced pocket site pain associated with device malfunction. It was further reported that three patients experienced shocking jolts associated with their device. The patients ultimately required a revision or explant surgery as a result of the issue. 14 patients experienced pocket site pain. The reasons for the patient pains were not reported. The patients ultimately required a revision or explant surgery as a result of the issue. 1 patient experienced an adverse reaction (allergic or other) to their system had the device explanted as a result. No further complications were reported or anticipated.